Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that at 9pm the cgm reading was alerting low with a reading of 60 mg/dl, the patient self-treated based drinking apple juice based on the cgm reading but the cgm reading still went low to 50 mg/dl. The patient was receiving low alerts for 4 hours where the patient kept on treating the low readings. At 1:00am (B)(6) 2026 the patient started not to feel good, extreme thirst, dizzy and had hard time to keep her eyes open and decided to check the bgfs and it was at 597 mg/dl and cgm was at low. She self-treated with 5 units of insulin through the pump and went down to 520 mg/dl. The patient kept monitoring it at home treating herself with insulin through the pump. The bgfs was at 499 mg/dl when she decided to call her friend to drive her to the emergency room (ER). Upon arrival at the ER the bgfs was at 530 mg/dl and cgm still reads low. She was treated 2 litters of saline IV and the bg went down to 499 mg/dl. She then treated with 4 units of insulin and after a couple of hours it went down to 395 mg/dl and she was given another 5 units of insulin and she got discharged the same day. She stayed at the ER for 5 hours and during the call, the patient was already at home and stable but still having headache because of this event . No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that at 9pm the cgm reading was alerting low with a reading of 60 mg/dl, the patient self-treated based drinking apple juice based on the cgm reading but the cgm reading still went low to 50 mg/dl. The patient was receiving low alerts for 4 hours where the patient kept on treating the low readings. At 1:00am (B)(6) 2026 the patient started not to feel good, extreme thirst, dizzy and had hard time to keep her eyes open and decided to check the bgfs and it was at 597 mg/dl and cgm was at low. She self-treated with (B)(4) units of insulin through the pump and went down to 520 mg/dl. The patient kept monitoring it at home treating herself with insulin through the pump. The bgfs was at 499 mg/dl when she decided to call her friend to drive her to the emergency room (ER). Upon arrival at the ER the bgfs was at 530 mg/dl and cgm still reads low. She was treated 2 litters of saline IV and the bg went down to 499 mg/dl. She then treated with (B)(4) units of insulin and after a couple of hours it went down to 395 mg/dl and she was given another (B)(4) units of insulin and she got discharged the same day. She stayed at the ER for 5 hours and during the call, the patient was already at home and stable but still having headache because of this event. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. B6 relevant tests/laboratory data, inclu - correction. H2 correction.